Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was reported that "the bone was soft and the balloon deflated quickly. While deflating, the balloon ruptured at 120 psi with 3ml volume." No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the insertion sleeve was on the balloon when received. During visual analysis, no problem is detected. During functional analysis an attempt was made to inflate the balloon, but it was not possible to inflate it due to a hole. Further analysis confirmed the presence of a spraying hole on the proximal peak of the balloon. The hole is very small, but visible under microscopy. Based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinter during surgery.

Manufacturer narrative:
(B)(6). (B)(4).the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.